Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is that the wire came unplugged from capacitor causing the compressor not to start.